Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the abbott diabetes care (adc) device and was unable to obtain sensor readings. The customer experienced dizziness, sweating, and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia but no treatment was rendered. No further information was reported. There was no report of death or permanent injury associated with this event.